Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the endopath ets-flex45 articulating endoscopic linear cutter fired, but locked on tissue with the jaws closed. A multitude of options to open the device were tried without success, until another instrument was used to open the jaws enough to remove the device. It is unknown how case was completed. There were no patient consequences.